Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon evaluation, the protector circuit component u1 and the gas gauge component u3 were shorted on the pca board. The cause of the battery fault is the shorted components the root case of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report a battery fault when placing his battery pack on the charger. The pt was issued a replacement battery pack.